Manufacturer narrative:
Eval summary: the handpiece was returned with a damaged nose cone. It was tested on a generator and gave error code 3. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during testing of the device, it was noted that the mount was cracked and loose. An error code 258 was rec'd. There was no pt involvement.